Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and battery power, however, the unit powered down and rebooted automatically. The unit was unable to engage in monitoring activities. Internal visual evaluation of the unit revealed a defective solder joint on the power supply board. The power supply board was partially disconnected from the system board, as such, intermittent connection to ac and dc power were observed. The system and power supply board were replaced and the unit functioned as designed.

Event description:
It was reported that the devices keep powering on and off by themselves. The units will not engage in monitoring. No consequences or impact to patient.